Event description:
A report was received that the patient's pocket site was not properly healing and ipg came out of the pocket. The physician believed the event was procedure related. The patient underwent an explant procedure and was doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.